Event description:
It was reported that the patient used a minicap with a dry sponge. The reporter stated that the sponge of the minicap used was white in color. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). This is a report of a use error, where the patient used a minicap with a dry sponge. Per the device¿s labeling, users are instructed not use the minicap if the sponge is dry. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.